Event description:
Clinic notes were received for a pt who was referred for lead revision surgery. Diagnostic results on (B)(6) 2011 revealed high lead impedance. Although the pt was referred for chest and neck x-rays, they have not been received to date, so the manufacturer has not been able to review them. Attempts for additional info regarding the high impedance have been unsuccessful thus far. Although surgery is likely, it has not occurred to date. A battery life calculation was performed with the history available in the manufacturer's in-house history database, which resulted in approx 0.88 years until eri=yes.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.